Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a cracked right plunger case and chipped top case. The tamper seal was broken. The event history log (ehl) showed a motor rate error. Multiple flow and occlusion tests were performed as part of the functional test and the reported issue was not duplicated. The most probable cause was due to the lead screw and both clutch halves not operating as intended because of customer use. As a preventive maintenance, the worm coupling and gear were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(4).

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a motor rate error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(6) mrn 3012307300-2023-10035 is no longer considered reportable, please disregard any reports associated with it. Email address: (B)(6).